Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the right atrial lead exhibited low pacing impedance. No intervention was performed. There were no patient consequences.